Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had a hysto last (B)(6) leaving the ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have blood oestrogen decreased ("estrogen level low") and breast cancer ("breast cancer") and experienced menopause ("premenopause") and abdominal distension ("bloating and the feeling of fullness in stomach"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, blood oestrogen decreased, breast cancer and menopause outcome was unknown. The reporter considered abdominal distension, blood oestrogen decreased, breast cancer, medical device removal and menopause to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: blood oestrogen decreased, menopause, breast cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 3 and 4 were processed together. Social media received. Reporter information added. Event essure could be the reason of symptoms were updated to estrogen level low, breast cancer, premenopause added. On (B)(6) 2020: fu 3 and 4 were processed together. Social media received. Reporter information added. On (B)(6) 2020: information received via social media: new event - bloating and the feeling of fullness in stomach and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.